Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device passed displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The device functioned properly. The device had minor scratched lcd window,

Event description:
Customer reports to have received excessive button error alarms and was able to clear by rubbing esc and act buttons in a circular manner. Customer's blood glucose was 74 mg/dl, which customer declined troubleshooting for. After troubleshooting for button error alarm, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.